Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device failed the thermistor assessment, safety assessment, and hand control assessment. It was further observed that the connector body was loose. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed the thermistor assessment, safety assessment, and hand control assessment. It was further observed that the connector body was loose. Therefore, the reported condition was confirmed. It was determined that the device failed the thermistor and hand control assessments due to a worn thermistor. It was determined that the device failed the safety assessment due to the device being powerbroken from failure to follow the directions for use and running the device in the safe or load position. It was determined that the device had loose components due to loctite deterioration. During assessment the device showed signs of damage caused by the sterilization process and immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to due to user error, abuse, and/ or misuse.